Event description:
It was reported an internal electrical component sparked.

Manufacturer narrative:
Visual inspection of the unit revealed a broken terminal near the thermostat which would emit a spark when manipulated. It appeared the terminal had been bent and compressed by the user, causing it to break. We were unable to definitively establish the cause of this report, but determined the most likely cause was misuse on the part of the consumer.